Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. As the device was removed out of the patient's body, it was noticed that one of the stent struts was damaged. The procedure was completed with a different stent. No patient complications were reported and the patient's status was fine.